Event description:
Hospital alleged that jaw came off instrument into pt and was not retrieved. Doctor conducted x-ray during procedure with negative results. Another x-ray was performed post op and confirmed broken piece was in pt. Doctor felt it did not present potential danger to pt, and decided not to retrieve.

Manufacturer narrative:
Piece that broke was about 2cm in length and approximately 3 mm in width. Doctor is not planning to retrieve piece. Device has not been returned for eval.